Event description:
Event #1 ¿ [redacted date]: after placement into the patient, the image was very dark - unable to see. The catheter was removed and replaced without harm to the patient. Clinical site notified mfg directly. Lot# 31361679. Event #2 - [redacted date]: there was an artifact on the image after the opticross was placed into the patient. The catheter was removed and replaced with a new catheter without harm to the patient. Clinical site notified mfg directly. Lot# 31153566. Event #3 - [redacted date]: the coronary ivus catheter would not perform auto pullback. The catheter was removed and replaced with a new catheter - there was no harm to the patient. Lot unknown. Manufacturer response for coronary imaging catheter, opticross coronary imaging catheter (per site reporter). Clinical site notified the mfg rep directly.